Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-073: user not familiar with system IFU. Note: manufacturer attempted to contact customer to ensure the initial concern has been resolved - unable to establish contact with customer.

Event description:
Customer feedback complaint was received via web app. Customer reported they have spent a month tracking their blood glucose so that they could send a pdf to their doctor. Customer reported that "the app and the product both claim this capability. However, it absolutely will not generate or send a report." Customer expressed risk factor of product use stating "it¿s a life and death situation.".